Event description:
It was reported that the switch for changing the high and low speeds was malfunctioning. A rotapro console kit assy china was selected for use. During the procedure, it was noted that the switch for changing the high and low speeds was malfunctioning. The procedure could only return to normal after a restart. The device did not power off or shut down, but it was not ready and the error code alerted on the screen was not noticed. The procedure was completed using this device. No complications were reported and the patient was sedated with local anesthesia.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the switch for changing the high and low speeds was malfunctioning. A rotapro console kit assy china was selected for use. During the procedure, it was noted that the switch for changing the high and low speeds was malfunctioning. The procedure could only return to normal after a restart. The device did not power off or shut down, but it was not ready and the error code alerted on the screen was not noticed. The procedure was completed using this device. No complications were reported and the patient was sedated with local anesthesia.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of console rpm speed adjust knob failure to adjust speed (speed adjust knob internal communication error) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the investigation confirmed a problem with the device; however, the available information was insufficient to identify the root cause. Therefore, the conclusion code assigned to this investigation is cause linked to device but unable to trace more specifically.